Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and performed a level 1 preventative maintenance (pm) utilizing the pm1 kit and performed a uv lamp reset during certification of the system to resolve the odor/smells issue. The unit was confirmed to be working to specifications. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Event description:
An international customer reported an event of a "burn smell" (odor) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. A field service engineer has not yet been dispatched to assess the unit. This event is being reported as a malfunction report subsequent to a serious injury.